Manufacturer narrative:
(B)(4).

Event description:
I was reported that a remote transmission showed an estimated remaining longevity of 4 months. Few months ago, the estimated remaining longevity was 3.6-4.4 years. The patient is elderly and in a nursing home, so patient will not be brought in to the office but will be remotely monitored closely for eri.